Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 120 - 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 238 mg/dl and 183 mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 08/18/2017 and open vial date is (B)(6) /2015. Recall test results performed from meter memory: 178 mg/dl 05/04/2015 11:00 am fasting: yes; 248 mg/dl 05/03/2015 10:00 pm fasting: yes; 304 mg/dl 05/03/2015 02:00 pm fasting: yes; 130 mg/dl 05/03/2015 02:10 pm fasting: no; 106 mg/dl 05/03/2015 11:15 am fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 120 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 238mg/dl and 183mg/dl. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 08/18/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.